Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient but was retrieved. No visible damage to the cover was observed. It was suspected that the cover may have been accidentally stripped off by another instrument, although this would be very unusual, as the cover is designed to fit very tightly and securely. The batch number can be found in the attached image (lot: k12250904). The affected tip cover was discarded. The customer was informed that a similar incident had previously occurred during another procedure; in that case, the tip cover did not fully detach but had only slightly ¿shifted.¿ intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a delay of no more than five minutes, as the tip cover had to be retrieved and was, as a precaution, replaced with a new one. The surgical sheet had shifted slightly, and this was noticed because the scissors' blades were restricted in their movement. The scissors were then removed and the sheet repositioned. Afterward, the surgery continued as planned. The patient was not injured.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.